Event description:
During a pulmonary vein isolation procedure a polarsheath was selected for use with a multi-purpose catheter. It was reported that after the sheath was inserted into the patient, a leak in the sheath was observed between the hemostatis valve cap and the handle. The polarsheath was exchanged after the leak was noticed and the procedure was completed successfully. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Visual examination of the returned polarsheath revealed a tear in the hemostatic valve seal. Initial evaluation of the sheath did not reveal any leaking from the valve. A series of tests were conducted to further evaluate the sheath's integrity upon application of different pressures with and without the dilator and with a test polarx catheter inserted into the sheath lumen. Aspiration, or negative pressure testing was performed, and the sheath passed testing at low, medium, and high draw rates; no air bubbles were observed. However, air bubbles were observed when the catheter was inserted and tilted at a slight angle relative to the sheath. Hemostatic valve, or positive pressure testing was then performed, and no leaking, dripping, or changes in pressure were observed except when the catheter was inserted and tilted at a slight angle relative to the sheath. In both tests, no further leaking was noted once the catheter was removed. Laboratory analysis determined that the reported clinical observations were caused by the tear in the hemostatic valve seal. The investigation determined that a tear found in the hemostatic valve of the returned sheath created a potential leak path which led to the reported clinical observations. The cause of the tear/leak path has not been established at this time and further investigation is being conducted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure a polarsheath was selected for use with a multi-purpose catheter. It was reported that after the sheath was inserted into the patient, a leak in the sheath was observed between the hemostats valve cap and the handle. The polarsheath was exchanged after the leak was noticed and the procedure was completed successfully. No patient complications were reported and the patient's current condition is fine.